Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. All electrical measurements were in range. The patient did not mention any recent procedures or any possible emi sources. The device was reprogrammed. The patient would continue to be monitored with routine follow up.